Event description:
A medtronic ent representative reported that, while in a functional endoscopic sinus surgery (fess), the site alleged that their navigation system screen was intermittently going black. In trouble-shooting, the medtronic representative recommended the site nurse check the connections at the back of the monitor. Initially the site stated the monitor connections may have been wobbly, then stated the connections were secure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not made available from the site. The medtronic representative noted that following this event, a subsequent procedure was performed using the same navigation system, there were no issues reported. On (B)(6) 2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been returned to manufacturer for analysis. No further issues have been reported.